Manufacturer narrative:
Product complaint #(B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a healthcare professional at a convention/meeting that during a mechanical thrombectomy of a cerebral artery occlusion in a (B)(6) male patient, a 4.5mm revive se thrombectomy device (frs21452299/l16129) broke and separated from the delivery wire. The physician removed the devices from the patient and completed the surgery. However, the basket remained in the patient. The patient was transferred to the intensive care unit (ICU) for monitoring, and ultimately expired four days later. The competitor guide catheter and prowler select plus 150/5cm microcatheter (606s255x/30647210) were advanced to the target position, and the revive se was pushed into the microcatheter and arrived at the target position. The physician deployed the revive se and attempted to retract the device to retrieve the thrombus, but the basket was found broken under x-ray and had separated from the delivery wire. Procedural imaging/films were returned and are pending analysis. No further information was provided at the time of complaint initiation.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: the medical imaging received was reviewed by cerenovus sr. Medical affairs director and the assessment reads as follows: "the description of the procedure is clear, and the images reflect the findings. There seems to be a radiopaque part in the mca at or slightly distal to the bifurcation. This part is most likely the distal coil /wire of the revive device. The device itself is not radiopaque and therefore not visible. At the proximal m1/carotid t, there is a radiopaque structure visible which can be the solder that keeps the wires of the revive in place and connects the pusher-wire to the device. From these images it seems as if the pusher-wire detached from the device at this point, leaving the device in place. From the description it is not clear if the distal pusher-wire showed a despiralized coil upon retrieval, or whether there was an abrupt ending. It would be beneficial to analyze the pusher-wire to find out what the actual cause of the detachment has been." Additional information received on 25-apr-2022 indicated that the cause of death was unobtainable, but the physician contributes the patient¿s death to brain infarction, which in patients with large-vessel occlusive cerebral infarction leads to the formation of cerebral herniation. Information regarding whether the device separation resulted in thrombosis or cerebral infarction was unobtainable. The prowler select plus microcatheter had no alleged malfunction or involvement in the device separation and subsequent death of the patient. There was also no resistance encountered during deployment or withdrawal that may have preceded the device separation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional at a convention/meeting that during a mechanical thrombectomy of a cerebral artery occlusion in a 70-year-old male patient, a 4.5mm revive se thrombectomy device (frs21452299/l16129) broke and separated from the delivery wire. The physician removed the devices from the patient and completed the surgery. However, the basket remained in the patient. The patient was transferred to the intensive care unit (ICU) for monitoring and ultimately expired four days later. The competitor guide catheter and prowler select plus 150/5cm microcatheter (606s255x/30647210) were advanced to the target position, and the revive se was pushed into the microcatheter and arrived at the target position. The physician deployed the revive se and attempted to retract the device to retrieve the thrombus, but the basket was found broken under x-ray and had separated from the delivery wire. No further information was provided at the time of complaint initiation. The medical imaging received was reviewed by cerenovus sr. Medical affairs director and the assessment reads as follows: "the description of the procedure is clear, and the images reflect the findings. There seems to be a radiopaque part in the mca at or slightly distal to the bifurcation. This part is most likely the distal coil /wire of the revive device. The device itself is not radiopaque and therefore not visible. At the proximal m1/carotid t, there is a radiopaque structure visible which can be the solder that keeps the wires of the revive in place and connects the pusher-wire to the device. From these images it seems as if the pusher-wire detached from the device at this point, leaving the device in place. From the description it is not clear if the distal pusher-wire showed a despiralized coil upon retrieval, or whether there was an abrupt ending. It would be beneficial to analyze the pusher-wire to find out what the actual cause of the detachment has been." Additional information received indicated that the cause of death was unobtainable, but the physician contributes the patient¿s death to brain infarction, which in patients with large-vessel occlusive cerebral infarction leads to the formation of cerebral herniation. Information regarding whether the device separation resulted in thrombosis or cerebral infarction was unobtainable. The prowler select plus microcatheter had no alleged malfunction or involvement in the device separation and subsequent death of the patient. There was also no resistance encountered during deployment or withdrawal that may have preceded the device separation. The device remains implanted; therefore, no further investigation can be performed. A manufacturing record evaluation (mre) was performed for the finished device l16129 number, and no non-conformances related to the malfunction were identified. The alleged failure as related to the device separation in patient was confirmed based on the medical imaging assessment noted above. However, the device remained implanted and it is not expected to come back for evaluation, nor it is noted within the complaint information that the pusher wire will be returned. As such, no further investigation will be performed, and an assignment of a root cause, or identification of contributing factors from the device is not possible. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Separation of the basket from the delivery wire in the vasculature may lead to ischemic stroke. The alleged device separation resulted in the basket being retained in the patient. Furthermore, the relationship of the device to the fatal outcome cannot be excluded. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.